Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated from age at time of implant. : the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 days. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had gastrointestinal (gi) bleeding on (B)(6) 2017. The patient had an episode of melanotic stools. The hematocrit was 22% and hemoglobin was 7.7 g/dl. The patient was taking the anticoagulants aspirin and warfarin at the time of the event. The patient reportedly had prolonged hospitalization and was infused 2 units packed red blood cells. No diagnostic were completed so the site/source was not determined. The gi bleed reportedly resolved on (B)(6) 2017.